Event description:
It was reported that a user experienced persistent hyperglycemia after a recent supply change, followed by the ilet indicating no insulin delivery until the infusion set and prefilled cartridge were replaced, after which insulin delivery was confirmed and glucose levels began trending down. Symptoms included dizziness associated with high blood glucose. Outcomes included transient functional impairment due to the hyperglycemic episode, with no medical intervention beyond troubleshooting and supply replacement. Investigation included review of device data and guided troubleshooting with education. Investigation of this case revealed that an infusion set or flow path issue consistent with an occlusion was resolved only after changing the infusion set and cartridge. It was concluded that the event was related to an infusion set occlusion resulting in interrupted insulin delivery, which resolved after supply replacement and resumption of therapy.